Event description:
It was reported that during a procedure to treat a moderately calcified lesion in the distal right coronary artery, a whisper guide wire was advanced into the patient anatomy and was able to cross the lesion. A 3.5 x 23 xience v rx stent system was advanced, but was not able to cross the lesion. It was removed from the anatomy and after removal from the anatomy, the xience v rx stent system would not come off the guide wire. The physician was able to get the stent system off of the guide wire, but the tip of the catheter separated and remained on the wire. The whisper guide wire was then removed from the anatomy and vessel access was lost. A new whisper guide wire was advanced into the anatomy. Pre-dilatation was done with an unspecified dilatation catheter and a new 3.5 x 23 xience v rx stent system was successfully deployed. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no blood or contrast visible. There was contrast on the guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was separated at the distal seal, confirming the reported separation. The fracture face was stretched at the separation which suggests that the separation may be related to tensile overload (material stress/fatigue). The separated portion was returned on the proximal end of the guide wire. The tip was stretched distal to the separation for a length of 3 mm. The distal end of the tip was stretched proximally. There was a strand of balloon peeling 2 mm proximal to the distal shoulder. There were two bends in the guide wire tip 5 mm and 1.4 cm proximal to the tip ball. There was a kink in the core 21.9 cm proximal to the tip ball. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The stent outer diameters were measured and met manufacturing criteria. The patient anatomy was moderately calcified which likely contributed to the reported difficulties and the noted balloon shredding as there was no damage noted to the balloon during the inspection prior to use. Factors that may contribute to the inability to retract the stent delivery system (sds) from over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The inner diameter of the tip past the separation, proximal seal and the guide wire exit notch were measured and met manufacturing criteria. The separated portion of the sds tip on the guide wire could not be removed. After the guide wire was soaked in the water bath to dissolve any contrast or blood on the core, the separated portion of the sds tip was removed. The outer diameter of the core of the guide wire core was measured and met manufacturing criteria. The outer diameter of the distal end of the guide wire was not measured due to the bends in the tip. The returned guide wire was back loaded through a new sds with resistance met at the kink in the core of the guide wire. In this case, it is possible that the coagulation of blood and contrast on the guide wire contributed to the resistance removing the guide wire. Additionally, as resistance was encountered, if force was applied in the attempt to separate the devices, this would contribute to the tip of the sds stretching and ultimately separating and the noted damage to the guide wire. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove the guide wire or tip separation for this lot. There is no lot specific product quality deficiency. The reported failure to advance, difficulties removing the guide wire, and tip separation appear to be related to the operational context of the procedure.